Event description:
It was reported that the right atrial (ra) lead had undersensing, far field r-wave (ffrw) oversensing, and small p-waves. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694965 lead; implanted (B)(6) 2005; 407658 lead; implanted (B)(6) 2011. (B)(4).